Event description:
It was reported the part to push the needle broke intraoperative and the thread idled. Additional information was requested and the following were provided on (B)(6) 2013: "the (B)(6) male patient underwent a minimally invasive procedure on (B)(6) 2013. There was no patient injury reported. However, the event did lead to an increase in surgery time of around 30 minutes. They did not use another device to complete the surgery. They did the surgery with this one."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.